Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not provided. Reportedly customer was admitted to the hospital from (B)(6) to (B)(6). Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.